Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device was rotating freely was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had component damage ¿ thread saw blade coupling and would not run. It was further determined that the device failed pretest for general condition, check quick coupling for saw blades, check the function of the device, and check oscillation frequency with frequency meter. The assignable root cause of these condition was determined to be traced to maintenance, which is improper maintenance. Investigation summary service evaluation: product: 530.710 (battery oscillator ii for bpl ii)/ (B)(6). Reported issue: handpiece is rotating freely. This event is happening third time a visual and functional assessment was performed on the device according to se_473933_ap. The following steps failed: section 10: general condition section 40: check quick coupling for saw blades section 80: check function of device section 110: check oscillation frequency with frequency meter during the service evaluation the following failures were identified: visual : component damaged - thread saw blade coupling functional : will not run. Conclusion: failure reported is not confirmed root cause: improper maintenance (3214) action: repair. Device history lot null device history batch null device history review no manufacturing record evaluation required as no manufacturer or service related issue found.

Event description:
It was reported that during pre-surgery testing it was observed that the battery oscillator device was rotating freely. This event did not occur during surgery. It was reported that there was no delay in the procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.